Manufacturer narrative:
Service reports connection failure to the gas outlet of pulmonary ventilator v60. The device was in use with no report of patient or user harm. The supervisor reported that the connection was verified to be working properly.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported to philips that the oxygen inlet does not connect. It is currently unknown if the device was in use on a patient, however, there is no report of patient or user harm.